Manufacturer narrative:
The report of an unreadable autopulse platform (sn (B)(4)) user control panel was confirmed during functional testing; the root cause was due to a damaged user control panel lcd. As part of routine service during testing, the platform was examined and found physical damage on the top cover and front enclosure. This observation is unrelated to the reported event. After replacement of the user control panel lcd and the damaged parts, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) user control panel was unreadable. The issue was observed during shift check. No patient was involved with this event.